Manufacturer narrative:
The insulin pump passed basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery or motor error alarms were noted and the motor was tested outside the device and passed. However, the insulin pump was received with cracked case at the display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, minor scratched lcd window and partially broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 437 mg/dl. The customer was treated with the pump. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer didn't reported motor position encoder error alarm. The customer received 1 motor error and a no delivery alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.